Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 28. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and increased sensitivity. No further patient complications were reported.